Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in retrieving the device history records for reviewing and searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Patient was revised to address osteolysis and poly wear of the insert. The tibial tray was loose between the cement and implant; the femoral component was loose at both interfaces. The manufacturer of the cement used in the primary surgery is unknown.